Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
FDA coding was missed in the initial report. Adding additional health effect- clinical code 1930 and 1932. This is a follow up report to add this additional code. FDA coding was missed in the initial report. Adding additional medical device problem code 2976. This is a follow up report to add this additional code. FDA coding was missed in the initial report. Adding additional type of investigation code 10. This is a follow up report to add this additional code. FDA coding was missed in the initial report. Adding additional investigation findings code 3211. This is a follow up report to add this additional code. FDA coding was missed in the initial report. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. Device received for this event is being corrected from tidesign ev 4.8 ø7 - 2.5 mm catalog # 25342 to astratech impl ev 4.8s 9mm os catalog # 26342. Correcting lot # from lot # unknown to lot # 193890. Correcting concomitant medical products removing 26342-193890.